Event description:
It was reported that the customer's pump was not charging as efficiently as when it was new. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.